Event description:
On (B)(6) 2014, the reporter contacted animas, alleging there was an intermittent power issue with the pump. The reporter stated that the battery cap and compartment threads were damaged and that the battery cap couldn't fully tighten to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 03/11/2015 device evaluation: the device has been returned to animas and evaluated on 02/23/2015 with the following findings: there were pump reboot events observed in the black box to support the allegation of power loss. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. There was a crack along the battery compartment from the case seal to the bumper pad. The battery cap threads were found to be stripped. A power loss was duplicated with the returned battery cap. A test battery cap was able to complete a 24 hour duration test with no power interruptions. A test cap was used for a 24 hour test without any reboots. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.